Manufacturer narrative:
(B)(4).open and unconnected supply lines during therapy are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 1 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp had left a supply line open and unconnected to a bag. The technical service representative had the hp cycle the power on the hc two times and remove the old supplies. Proper procedures were reviewed with the customer. The hp will setup therapy with brand new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.